Manufacturer narrative:
At this time, the product remains surgically capped and implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had poor sensing and loss of capture, where fluoroscopy revealed a lead dislodgment. The lead was surgically capped and replaced. No additional adverse patient effects were reported.